Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of a load step malfunction. The pump performed multiple load step functions with no load step malfunctions or loss of primes observed. The force sensor calibration measured within specifications. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime (load step malfunction) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.